Event description:
The customer's mother stated that the customer had been hospitalized three times in the past two days for high blood glucose. The mother did not know the blood glucose levels for the first two hospitalizations, but she gave a blood glucose reading of 519 mg/dl for the third one. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. It was then stated on another phone call that the customer had an infection prior to the hospitalization. It was also stated that the customer had a problem with the infusion set, but it was unk whether or not that contributed to the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.